Manufacturer narrative:
A touch frame printed circuit board (pcb) and keyboard were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and the touch frame pcb had contamination on the pcb; no anomalies were observed on the keyboard. The touch frame pcb and keyboard were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the touch frame pcb issue was isolated the contamination on the pcb. No fault was found on the keyboard. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
The evaluation and repair of the device has been completed. The covidien service engineer (se) inspected the device and found that the cleaning liquid has penetrated into the device via the keyboard, which has loosened at the upper edge, and has the contacts of the touch frame and the keyboard. The service engineer (se) replaced the keyboard assembly and the touch frame printed circuit board. The unit passed all testing and operates within the manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.